Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product confirmed that the stem has protruded through both the sterile blisters and also damaged the outer carton. Sterility has been compromised. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. A corrective action has been initiated to address the issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant packaging was observed to be deficient. The taperloc was noticed to have been breaking through packaging. No patient involvement. No additional information.